Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was no output and that the pacer could not be interrogated.~~~~~~~~~